Event description:
It was reported that a revision was performed due to disassociation.

Manufacturer narrative:
The affect device was returned and evaluated. The purpose of this investigation was to determine the reason for the disassociation of the size 5-6 genesis ii high flex insert. The insert was examined visually. There was no destructive testing conducted in this investigation. The insert showed signs of burnishing on the inferior surface. The cause for the burnishing may be, but is not limited to, the insert experiencing micro-motion before or after disassociation, or particulate debris, such as bone cement fragments or bone chips, caught between the insert and the baseplate. Additionally, the anterior locking mechanism showed little deformation, indicating that the insert was not fully seated in the tibial baseplate. On the superior, articulating surface the insert showed no visible signs of wear. The cause of disassociation may have been due to the insert not being fully engaged in the tibial baseplate as evident of the lack of deformation on the anterior locking mechanism. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.